Manufacturer narrative:
Unit passed displacement test and self test. Unit received with corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that there was presence of fluid in the insulin pump's screen. Customer stated that the insulin pump was dipped in water in the water park. Customer states that they did hear fluid when shaking the insulin pump and they saw fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.